Event description:
The customer reported they went to the emergency room with an elevated blood glucose level, value was not provided. Cause was unknown. Customer was treated with intravenous insulin and manual injections. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.